Event description:
Sensus healthcare was made aware of an MDR event through FDA's medwatch program, (B)(4). The event stated a patient submitted a voluntary report regarding an adverse event that occurred on (B)(6) 2022. Patient was undergoing treatment for squamous cell carcinoma. Patient is a 67-year-old active male and is not diabetic. Patient received 20 treatments at 3 treatments per week.

Manufacturer narrative:
Upon awareness of this event for serial number (B)(4), sensus immediately deployed a service engineer to inspect the system. Sensus had no record of call or complaints from the patient in question, listed in (B)(4), or from the facility that was operating the device. System evaluation performed on (B)(6) 2022 determined system was operating to full factory specs. A copy of the system's annual calibration, performed on (B)(6) 2022, determined the system output was comparable to system commission data with minimal deviation (see attached calibration data report). A full review of the initial manufacturing records was performed and found no issues or safety anomalies occured during production (see attached DHR). A review of the system service records found the system to be in good working order and concluded system met all safety requirements and specifications.